Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and low impedance. During a left ventricular assist device (lvad) placement procedure it was discovered that the rv lead had perforated the heart. The lead was relocated and a patch was placed. The following day the lead was extracted and replaced. No further patient complications have been reported as a result of this event.